Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead insulation was worn down. The rv lead was programmed to unipolar sensing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited noise on ventricular electrogram. The rv lead was capped and replaced. No patient co mplications have been reported as a result of this event.